Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint. Unable to perform the displacement test due to blank display. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose level was 217 mg/dl. The customer stated that his pump is not responding to any battery and it stayed off. The customer was advised to replace the battery with a new one, and to check if there is any corrosion. The customer stated that the battery cap is working. The insulin pump did not respond after a replaced battery. The customer removed the battery for 2 hours and tried to use it again, but the pump did not work. The customer will be sent a replacement pump.